Event description:
New information received indicates that radio frequency (rf) telemetry was unavailable for implantable cardioverter defibrillator (ICD).

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) exhibited a radio-frequency (rf) telemetry anomaly. The ICD was reset, and the patient¿s condition remained stable.